Event description:
Spontaneous report, local reference # (B)(4). Initial info rec'd on (B)(6) 2013. The dentist reported that a (B)(6)-yr-old female pt began an appointment on (B)(6) 2013, at 11 am. The pt was in a good mood, but was anxious before dental care. During a right side ian block to anesthetize tooth t, the patterson 30 gauge short needle broke off into the pt's tissue in the tetromolar zone. Pt became frightened and immediately closed her mouth. After several attempts, the needle was unable to be retrieved by the dentist. A panoramic dental x-ray was taken to verify the location of the needle, but the pt was referred to a local oral surgery office to evaluate removal of the needle under IV sedation. Due to the complexity of the surgery, the pt was referred by the oral surgeon to the local hospital ER to be evaluated by an ent specialist. The needle was successfully removed under general anesthesia w/o complications. The pt recovered well with no post-operative complications. No other info is available.